Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 29-oct-2015. The most recent information was received on 05-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), amnesia ("loss of memory"), hot flush ("hot flashes"), dizziness ("dizziness"), pain in joint involving lower leg ("pain in my inner ankles and knees") and fatigue ("fatigue") and was found to have heart rate increased ("fast heartbeat"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the back pain, joint pain, myalgia, headache, abdominal pain lower, amnesia, hot flush, dizziness, pain in joint involving lower leg, fatigue and heart rate increased outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dizziness, fatigue, headache, heart rate increased, hot flush, joint pain, myalgia and pain in joint involving lower leg to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA (B)(4)) on 29-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), joint pain ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), amnesia ("loss of memory"), hot flush ("hot flashes"), dizziness ("dizziness"), pain in joint involving lower leg ("pain in my inner ankles and knees") and fatigue ("fatigue") and was found to have heart rate increased ("fast heartbeat"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the back pain, joint pain, myalgia, headache, abdominal pain lower, amnesia, hot flush, dizziness, pain in joint involving lower leg, fatigue and heart rate increased outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dizziness, fatigue, headache, heart rate increased, hot flush, joint pain, myalgia and pain in joint involving lower leg to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case become incident, essure device removed, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.